Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a urology catheter. The customer states that the water would not come out of the balloon, the balloon will not deflate. The customer uses this as a feeding tube. The customer has tried different syringes to try to deflate the balloon with no success.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. Several attempts to gather information form the customer were made. To date, no response has been received. If additional pertinent information becomes available, the report will be updated.